Event description:
It was reported that the patient was revised ten months post-initial implantation due to disassociated glenosphere. The patient's glenosphere, tray, bearing, and liner were revised. Debridement of the peripheral bone/tissue surrounding the baseplate was performed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 118000 lot: j7712801 25mm versa-dial taper adaptor. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was revised a second time due to a dissociated glenosphere 10 months posterior to a first shoulder revision. The patient's glenosphere, tray, bearing, and liner were revised. Debridement of the peripheral bone/tissue surrounding the baseplate was performed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1, d2; d4; d5; d6; g1; g3; g4; g6; h1; h2; h3; h5; h6. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event was confirmed through radiographs. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse total shoulder arthroplasty with disassociation of the glenosphere and associated dislocation. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.